Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to start up and stuck on the windows blue screen. Upon troubleshooting, fse confirmed that, there was failure in hard disk drive. To resolve this issue, fse replaced the hard disk drive, restored the system backup, performed calibration and the ghost backup was loaded. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.